Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that during a recent follow up in clinic, noise was observed from (B)(6) 2017. The patient received inappropriate therapy due to noise detected with no symptoms. The lead was explanted and replaced. Patient was stable before, during and after the procedure.